Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint from the technician, reporting that the v60 ventilator failed the electrical safety test. There was no patient involvement when the issue occurred. No patient or user harm reported. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. The customer no longer wanted to proceed with service. The record was closed with no further actions performed by philips. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.